Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted during testing. Device passed the delivery accuracy test at 0.08860 inches. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had under delivery alarm. The customer¿s blood glucose level was 200 mg/dl at the time of incident and current blood glucose 235 mg/dl. The customer was treated with bolus. The customer alleging possible pump under delivery. The customer was advised if they have concerns their pump may not have detected an occlusion we can test this alarm using a tubing clamp. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.